Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: displayed image was flickering. A root cause could not be identified. Based on the results of the investigation, it is likely the image interference when the cable was shaken, and the displayed image was flickering cause due to a damaged cable. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the camera head had image interference when the cable was shaken during the inspection for use. There were no reports of patient involvement.